Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 17 mg/dl at the time of the incident. The customer was at 487 mg/dl at the time of the call. The customer was sick with diarrhoea for a week and their blood glucose was high due to being on manual injections instead of the pump. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes they went low due to being sick. The customer also called about a battery out limit alarm. The insulin pump will not be returned for analysis.